Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was selected for use. A few hours post-deployment, it was reported the patient had a cold leg. An angiogram showed a complete vessel occlusion and a balloon was used to open the site. The patient was given tissue plasminogen activator and heparin overnight. The vessel showed partial flow and the patient was taken to surgery to remove the obstruction on (B)(6) 2014.